Manufacturer narrative:
Internal reference: (B)(4). Requests for patient identifier were declined by the facility. All reasonably known patient information is included in this report. The manufacturer has been advised the facility submitted medwatch user report 2302690000-2018-8001. The manufacturer has not received a copy from the user nor the FDA as of this date. Additional information provided by the user facility's clinical engineer provided that this was a diagnostic coronary procedure. Resistance was not experienced until removal of the guidewire was attempted. By report, the wire appeared to be stuck in the mid stent area. The physician attempted to remove the wire from under the stent where it connects to the main body of the wire in the circumflex branch of the left coronary artery. At this point a 2.0 balloon and a 1.25 balloon (not the manufacture's device(s)) were introduced. Several different wires were then "buddy'd" without success. The physician used a guideliner to shear the device and the tip remained stuck to the stent. The rest of the wire was removed. At that point they converted to an "open" procedure of aortic valve replacement and bypass of the om's (obtuse marginal branches). The patient had been pre-scheduled for valve replacement however the case had been moved from a scheduled procedure to an urgent procedure based on the device tip separation. The patient was hospitalized following the open procedure and discharged ten days later. The patient was readmitted to the hospital two days following the open heart surgery. As of this date, the patient has not yet been discharged from the hospitalization. [Manufacturer's note: details regarding the reason for the patients readmission are unknown by the manufacturer.] No tests/laboratory data was available. Serial number not provided by the user thus lot, expiration and UDI number are unavailable. The implant or explant dates are not applicable to this device. As of this date the device has not been returned to the manufacturer for evaluation. Per the instructions for use (IFU): precautions: the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for devices sold to the customer in the 3 months prior to the event were reviewed and the devices met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode.

Event description:
It was initially reported the manufacturers pressure wire was caught on a preexisting stent strut after a successful ifr measurement between two existing stents and placement of an additional stent between the two. The physician went in with a guideliner to remove the wire and when unsuccessful he used the guideliner to shear off the wire leaving the tip in place. The patient had been pre-scheduled to have valve replacement surgery immediately following the ifr procedure and the tip of the device was removed at that time. By report, it was easier for the physician to remove the tip during the pre-scheduled surgery rather than make an additional attempt to remove the tip of the wire. Other devices in use: abbott, alpine stent. This report is being submitted because of tip separation, surgical intervention and hospitalization. We are noting surgical intervention and hospitalization in this report as the patients' pre-scheduled open surgery (with hospitalization) was converted to an urgent procedure based on the tip separation.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Visual inspection was performed on the returned device. The wire connector was not returned. The wire was returned along with a guideliner catheter. Part of the distal coil and approximately 5 mm of the core wire were missing and not returned. The remaining portion of the distal coil was stretched to the extent that it was no longer coiled. Due to the stretching of the distal coil, the core wire at the distal end of the wire was exposed. As reported, "the wire was caught on a preexisting stent strut after successful ifr between two existing stents." Subsequently, the physician "used the guideliner to shear off the wire, leaving the tip in place temporarily." Therefore, the probable cause of the reported broken tip is damage in use. Per IFU, "do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of the guide wire, guidewire shredding, and/or stent dislocation." It is not possible to conclusively determine how the tip of the wire became caught on the stent.

Event description:
This supplemental/follow-up report #1 is being submitted to provide device analysis for the pressure guide wire returned to the manufacturer after the initial report was submitted on (B)(6) 2018.